Event description:
It was reported that the blade snapped from the shaft during a mandibular osteotomy procedure. It was further reported that the procedure was completed with no harm to the pt. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that the blade broke at the joint to the arbor. Measurements carried out on the blade confirmed that all features conformed to required specification. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause for the breakage is undetermined.